Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were failing. A field service engineer (fse) had the customer to remove the cubies from the drawer without deleting them from the unit, assisted customer in properly deleting the removed cubies from the system, guided customer in adding new cubies to the drawer to resolve the problem. Then the fse tested the system functionality. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie pockets were failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.